Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A remote monitoring transmission was sent and it was noted that the right atrial (ra) lead was undersensing p-waves on the presenting electrogram. It was also noted that the right ventricular (rv) lead threshold appeared to have increased over time. Both leads remain in use. No patient complications have been reported as a result of this event.